Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed that the spike was broken off from the tubing. The reported issue was verified. The reported condition was verified. The cause is related to leverage effect generated by position of spike and roller clamp in set assembly, and is being further investigated. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a buretrol solution set broke during priming. The exact location of the break was not specified. There was no patient involvement. No additional information is available.